Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate high as compared to the her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that (B)(6) 2011 at 2:00am, she allegedly obtained the high readings of "119, 96, and 92mg/dl". The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her normal diabetes management routine in response to the reported issue. "Less than two minutes" after the alleged product issue occurred, the patient claimed to have developed symptoms of being "sweaty and nervous" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca noted that the patient did not have control solution available. Replacement products have been sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.